Manufacturer narrative:
Additional corrected information provided in b.5, h.2, h.6. And h.11 correction: on initial MDR the FDA device code of a0908 was an error. It was corrected as a050702 on the original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and confirmed that the cutter aspiration was not possible due to actuation failure of cutter. The condition of cutting was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe cut rate did not increase, and aspiration was not possible during surgery. The surgery was completed on the same day after replacing the product with another one. The procedure type was unknown. The condition of actuating and cutting was unknown. There was no impact to the patient.

Manufacturer narrative:
Corrected information provided in d.4., h.2. And h.11. Product lot number was updated to unknown. The manufacturer internal reference number is: (B)(4).